Manufacturer narrative:
(B)(4). Added additional information the analysis results found that a 5dcs device was returned inside its package. The tyvek was visually inspected and no holes were found; however, several scratches were noted. The dye test was performed to evaluate the integrity of the packaging using methylene blue solution; the solution did not penetrated through the scratches thus, the sterility was not compromise. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, attempted to open device. The tyvek was inspected and nursing staff felt there may have been a hole around area of the rotational knob, therefore sterility compromised. Another device was then opened to proceed. There were no adverse consequences for the patient reported.